Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1805004 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the puncture site was sealed "perfectly" with a mynxgrip vascular closure device (vcd); however, after 3 hours, the patient felt a "popping" pain in the groin and saw that a hematoma over 6 cm in size, was developing. The patient was sent to surgery to stop the bleeding; however, the sealant was not visible. The product was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer for vcd use. The vcd was being used in conjunction with a 6f procedural sheath introducer following an interventional lad (left anterior descending artery) procedure. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick), nor below the bifurcation (low stick). There was not a posterior wall puncture. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel was calcified. The patient's hospitalization was extended as a result of the event for 2 days longer. The patient was noted to have recovered. The vcd will not be returned for analysis.

Manufacturer narrative:
It was reported that the puncture site was sealed "perfectly" with a mynxgrip vascular closure device (vcd); however, after 3 hours, the patient felt a "popping" pain in the groin and saw that a hematoma over 6 cm in size, was developing. The patient was sent to surgery to stop the bleeding; however, the sealant was not visible. The product was stored as instructed per labeling. The user was certified on the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer for vcd use. The vcd was being used in conjunction with a 6f non-cordis procedural sheath introducer following an interventional left anterior descending artery (lad) procedure. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick), nor below the bifurcation (low stick). There was not a posterior wall puncture. The vessel was calcified. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient's hospitalization was extended as a result of the event for 2 days longer. The patient was noted to have recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1802902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematoma after vascular closure are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the information available for review, patient factors such as mobility (felt a popping 3 hours after deployment) and vessel characteristics (calcified) likely contributed to the hematoma reported. The complaint reported could not be confirmed without return of the device. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. It is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Based on the device history record review and product analysis, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Corrected data: (patient weight).